Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the locking mechanism and scope detection slide are not functioning, causing the front panel to blink constantly (intermittently) occurred due to faulty output connector. The cause of the defective connector could not be identified. Cosmetic damage such as front panel cracked-below the scope socket and small amount of rust on chassis was also noted but does not affect the functionality of the unit. These device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the socket of the evis exera iii xenon light source was broken. It was also reported that a b30 scope communication error code was received. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the locking mechanism and scope detection slide were not functioning, this caused the front panel to blink constantly (intermittently). Also found cosmetic damage, however, it did not affect the functionality of the unit. Non-olympus lamp had 400 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.